Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned